Event description:
It was reported that during the implant procedure, the right ventricular lead helix would not extend upon repositioning. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.